Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 1672 days after a coronary stenting treatment procedure, the pt required a target vessel reintervention (tvr). The index procedure treated a 3.5x13mm, 70% stenosed lesion in the proximal left anterior descending artery (prox lad) with predilation and placement of a 3.5x16mm express2 bare metal stent. The lesion was post-dilated with 0% residual stenosis. There was a grade b dissection that was addressed by further dilation of the study stent. The pt was discharged the next day on aspirin and plavix. During a five year follow up, the site was notified that the pt had a tvr 1672 days post index procedure. Two days prior to the tvr, the pt was admitted with nausea, vomiting and left-sided chest pain. The pt was diaphoretic. Medication relieved the nausea and chest pain. An EKG showed st-t changes in the anterolateral leads. The lad was treated with a 2.75x13mm non-bsc stent. The physician noted the event to be probably related to the study device. The event was reported as resolved two days after the tvr.